Event description:
In 2008, the pt reported elevated blood glucose readings of 278 mg/dl this morning and 306 mg/dl at lunch with his normal range being 101-105 mg/dl. He stated he received occlusion messages on his insulin infusion device when he tried to give himself a bolus. He stated he believes the occlusions were due to his tubing being "kinked" because it was underneath his belt which was cinched too tight. He said he changed his infusion set tubing and headset prior to the call and called for assistance with priming the infusion set. The pt was assisted in successfully priming his infusion set. On follow up with the pt, he stated his blood glucose levels have returned to his normal range and he has had no further occlusions. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.